Manufacturer narrative:
Concomitant medical products: product ID: 977c165, serial# (B)(4), implanted: (B)(6) 2018, product type: lead. Other relevant device(s) are: product ID: 977c165, serial/lot #: (B)(4), ubd: 27-jul-2022, (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the consumer via a manufacturing representative (rep) regarding a patient with an implantable neurostimulator (ins). It was reported the patient had a lead revision. Patient reported poor relief from therapy. Uncomfortable stimulation to right flank/rib area. Reprogramming; x-ray was done. Surgical intervention was preformed; lead was revised. Repositioned , not replaced. No further patient symptoms or complications were reported in this event.